Event description:
It was reported by the staff nurse that while using the flexible drill to drill for second screw hole, suddenly the flexible drill is broken into two pieces. So coincidentally another surgeon is using our thr set for his case as well and he done the case earlier than this surgeon. So tssu manage to wash and autoclave back the flexible drill from previous case for this case but the surgeon have to wait another one hour just to wait for the flexible drill done autoclave. Surgical delay 60 minutes. Update 4 may 2021 ( additional information) : sales updated that - the surgeon feedback that the patient is not suffered from any adverse consequences.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that it is fractured into two pieces. The fracture occurred in the coiled portion of the device. Material analysis: a material analysis was performed and concluded the following: "the instrument failed due to cyclic stresses causing fatigue failure of a critical number of wire strands leading to overload failure of the remaining ones. No material nonconformances, nor manufacturing defects were found on any surface investigated here." See attached report. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the trident flexible drill shaft fractured during surgery. Visual inspection of the returned device indicated that it is fractured into two pieces. The fracture occurred in the coiled portion of the device. A material analysis was performed and concluded the following: "the instrument failed due to cyclic stresses causing fatigue failure of a critical number of wire strands leading to overload failure of the remaining ones. No material non-conformances, nor manufacturing defects were found on any surface investigated here." See attached report. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported by the staff nurse that while using the flexible drill to drill for second screw hole, suddenly the flexible drill is broken into two pieces. So coincidentally another surgeon is using our thr set for his case as well and he done the case earlier than this surgeon. So (B)(4) manage to wash and autoclave back the flexible drill from previous case for this case but the surgeon have to wait another one hour just to wait for the flexible drill done autoclave. Surgical delay 60 minutes. Update 4 may 2021 ( additional information) : sales updated that - the surgeon feedback that the patient is not suffered from any adverse consequences.